Event description:
Caller stated the pad smoked and there is a burn spot.

Manufacturer narrative:
Qc could not find any evidence of burning anywhere on or in the pad and switch. We believe this was a case of user error.